Event description:
The customer reported checking into the hospital emergency room for an unexplained blood glucose value of 841 mg/dl. The customer reported wearing the insulin pump leading up to the hospitalization. The customer reported experiencing both low and high blood glucose values during the hospitalization, the lows occurring as a result of overtreatment. The customer's insulin pump is being replaced due to no delivery alarms, previously reported. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.